Event description:
This is 2 of 4 reports linked to mfg report numbers: 3004608878-2023-00242, 3004608878-2023-00244, 3004608878-2023-00243. A facility reported that during a posterior cervical laminectomy with laminoplasty procedure, the mayfield swivel adaptor (a1018) slipped, resulting in a 1-2cm laceration on the right side of the patient's head. No intervention was performed. However, the patient had to be transferred back to litter until another mayfield could be obtained resulting in surgical delay of approximately 2 hours while the patient was intubated. The patient was discharged the following day without further issue. Patient is caucasian, 'not hispanic or latino.'

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: failure analysis - investigation of the returned unit was unable to duplicate slippage when all components were put together. However, the unit had some wear on the starburst teeth of the swivel sleeve. Since the unit is over 10 years old (manufactured in 2008), we can no longer service it. Consequently, the unit will not be repaired and will be returned to the customer after the quality engineering investigation. Root cause - the complaint is not confirmed. The probable root cause of the reported complaint is improper or suboptimal position of the skull clamp on the patient. The unit is 15 years old and exceeds integra's 10-year service life and cannot be serviced for repairs any longer. Due to a patient being injured from the slippage, the unit will be sent to quality engineering for further investigation. No correction action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.